Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using fluency stent graft in the right iliac artery and balloon dilatation of the right lower extremity artery under local anesthesia. During the procedure, the stent deployment system jammed and could not be fully deployed in the body. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. Manufacturing review: however, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: no stent graft delivery system was returned for evaluation. Two photos were provided showing a stent graft delivery system with the lot number anhz1214, placed on an original packaging of another lot (anjq0783). Based on information available, a potential issue with the device with the lot number anjq0783 could not be reproduced. It was reported that a 10f introducer was used with a 0.035" guidewire was used for access, the tracking vessel was not tortuous but mildly calcified and the device was flushed. It is reasonably suggested that the device with lot anjq0783 is the device actually used by the customer, after the previous product with lot number anhz1214 failed to deploy completely. Labelling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instruction for use states: if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit. Regarding preparation of the device the IFU states: prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a 0.035 inch (0.89 mm) diameter super stiff guidewire are required for the procedure. The packaging pictograms indicate an introducer size of 9f and a 0.035 guidewire. It is stated in the IFU that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". G2, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using fluency stent graft in the right iliac artery and balloon dilatation of the right lower extremity artery under local anesthesia. During the procedure, the stent deployment system jammed and could not be fully deployed in the body. Another device was used to complete the procedure.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.